Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced hypoglycemia (approximately 60 mg/dl). Contact reported that low blood glucoe (bg) level may be related to carbohydrate bolus ratio. Customer drank juce and consumed food to treat low bg level.